Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. D4: expiration date, UDI number and h4: manufacture date are unknown, no information is available based on reported lot number. G5: 510k is blank, device is exempt. One device was returned. Visual inspection confirmed a hair in the unopened package. The most probable root cause was that a hair accidentally adhered to the operator?s working clothes during a break time and fell onto the product during the production process. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. A notification was made to all production personnel to adhere to the procedure of wiping off foreign substance(s) from their working clothes adequately before entering the work area.

Event description:
It was reported that upon opening a hair was mixed in the bag and use was discontinued. Patient involvement unknown.